Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing that was stored on intracardiac electrogram. Also, patient experienced generalized weakness. Ra sensitivity settings might be considered for programming optimization. As of this time, this lead remains in service. No adverse patient effects were reported.